Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/08/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint sample: 01 unit of actual complaint sample single barrier folder, suture and needle received for investigation for code nw9262 lot t8032. Suture received in partially disintegrated condition, as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack of complaint sample was not received for investigation hence, actual product integrity could not be verified. In the absence of details pertaining to product integrity, so it could not be concluded that what has contributed in the loss of suture tensile strength. Needle was visually inspected and found satisfactory. Retain sample evaluation: five retain samples of incident code nw9262 and lot number t8032 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture processing of this incident lot. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average needle pull-off values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw9262 lot t8032. No other event was reported for same description from other parts of country.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Needle was not inside the patient. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No patient complication reported. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. No. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2021 and suture was used. The suture needle came off during the suturing. The surgery was delayed 10 min. A new foil of suture was used. No adverse patient consequences were reported. Additional information was requested.